Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 9282186. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause related to the manufacturing process could not be identified for this incident.

Event description:
It was reported that the bd connecta¿ stopcock was loose and leaked during use. The following information was provided by the initial reporter: "spare port cap on 3 way tap found to be loose and leaking by transplant coordinator prior to the commencement of day 2 stem cell return. The closed system was therefore compromised. This is the second occasion when the 3 way tap has leaked. In the first instance the spare port cap disconnected at the end of the infusion of the first bag of stem cells as a sodium chloride flush was flowing. Both 3 way taps had the same lot number. A new sterile administration set and 3 way tap was connected to the patients cvad on both occasions. Ward sister informed and all 3 way taps checked and noted to have same lot number. On examination the spare port cap is attached and is not tight. All staff on ward emailed by ward sister and reminded to ensure they check the caps on the 3 way taps prior to using to ensure the spare port cap is tight in preparation for a stem cell infusion.".

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd connecta¿ stopcock was loose and leaked during use. The following information was provided by the initial reporter: "spare port cap on 3 way tap found to be loose and leaking by transplant coordinator prior to the commencement of day 2 stem cell return. The closed system was therefore compromised. This is the second occasion when the 3 way tap has leaked. In the first instance the spare port cap disconnected at the end of the infusion of the first bag of stem cells as a sodium chloride flush was flowing. Both 3 way taps had the same lot number. A new sterile administration set and 3 way tap was connected to the patients cvad on both occasions. Ward sister informed and all 3 way taps checked and noted to have same lot number. On examination the spare port cap is attached and is not tight. All staff on ward emailed by ward sister and reminded to ensure they check the caps on the 3 way taps prior to using to ensure the spare port cap is tight in preparation for a stem cell infusion."